Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. No moisture damage noted on electronics assembly. Pump received with cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was intermittently responsive. The customer stated that the device may have been exposed to sweat. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.